Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a type 3 endoleak between 2 stent graft components was noted, and there seemed to be a limb dislodgment (see MFR # 2953200-2010-00368). The cause of the endoleak or the exact location is unknown. Intervention was planned; however, it is unknown if it has been performed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4): evaluation results: (endoleak), (lack of information, unknown cause or location of endoleak). (B) (4) (type iii, separation post index procedure).